Event description:
Scrub tech and surgeon cannot confirm nor deny that small nut was in place on lobster claw prior to use on the patient. During use, surgeon noticed nut was missing. It was unable to be located. Final x-rays were taken before closure confirming that missing/unidentified piece was not in the patient. Broken lobster claw washed and returned to ortho clinician.